Manufacturer narrative:
The exact date of the event is unknown; therefore the first day of the month in which the event was reported was used ((B)(6) 2019). The complainant was unable to report the lot number; therefore, the manufacture date and the expiration date are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an rx locking device and biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. According to the complainant, during the procedure, the sponge inside the biopsy cap was pushed into the scope and got stuck. When attempting to remove the sponge, the scope was damaged. It was reported that a water-soluble lubricant was not applied to the biopsy cap, prior to the procedure. The procedure was completed using another scope. There was no serious injury nor adverse patient effects reported as a result of this event.